Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as red and itchy under the electrodes and front therapy pad. The patient also reported her right side being painful. The patient reported rubbing due to when she removed adhesive from her skin from the hospital telemetry equipment. There are no allegations of any bleeding, oozing, or weeping wounds. It was reported a home health nurse soaked the garments in vinegar. The patient also used unscented water-based lotion. Follow up indicated irritation improved.